Event description:
The child stopped responding to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was done in 2000. The healthare professional has been informed that the explanted device should be returned to cochlear corporation.